Event description:
It was reported that a stent was placed at the target lesion in the diagonal with success. A trek balloon was used for post dilatation of the stent struts with success. The trek balloon was then deflated and placed in the circumflex artery. Resistance was felt in the circumflex prior to inflation and when pulling on the trek balloon catheter for removal, the distal end of the catheter and the balloon totally separated from the catheter at approximately 20 cm from the distal tip. The separated portion was in the patient artery and the proximal part was in the guiding catheter. The physician tried to retrieve the distal part with a lasso; however, this failed. Finally, the separated shaft and balloon were able to be retrieved from the descending aorta by retrieval from the catheter and the separated segment were successfully removed from the patient. The patient condition is good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned trek catheter noted blood visible in the inflation lumen and in the loosely folded balloon, consistent with a separation during use while in the patient anatomy. The distal shaft was separated 1.2 cm distal to the guide wire exit notch, confirming the reported separation. The separated distal shaft was 24.8 cm in length. The guide wire exit notch was torn for a length of 1.2 cm. The outer member was torn and jagged. There was 3 cm of hypotube exposed. There were three bends in the hypotube shaft 5 cm, 55 cm and 100 cm distal to the strain relief tubing. There was a kink in the hypotube shaft distal to the hub. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the balloon was inflated in the diagonal with success and then advanced to the circumflex where resistance was met. The balloon profile is often not as small once the balloon has been inflated which may have additionally contributed to the resistance as there was no damage noted to the catheter during the inspection prior to use or resistance during the initial advancement in the lesion which suggests a product deficiency did not contribute to the reported difficulties. Return analysis noted the guide wire exit notch was torn and the outer member was torn and jagged. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. It is likely that as resistance was encountered, the catheter and the guide wire were manipulated such that the shaft separated. Additionally, handling during the procedure and during packing for return analysis likely contributed to the noted kinks, bends, and exposed hypotube. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all products are 100% visually inspected online for damage and dimensionally inspected to verify the catheter outer diameters. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely the balloon refold after the first inflation contributed to an interaction with the anatomy that contributed to the resistance during advancement and retraction. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.